Event description:
The customer reported the system failed to display an image. There is no report of a pt and/or customer injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.